Event description:
It was reported that the patient was admitted to the health care facility with a cardiac tamponade due to a pericardial effusion caused by a perforation from this right ventricular (rv) lead confirmed during echography and x-ray examination. The physician performed a pericardial drain and removed this lead. It is unknown if the lead will return. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the health care facility with a cardiac tamponade due to a pericardial effusion caused by a perforation from this right ventricular (rv) lead confirmed during echography and x-ray examination. The physician performed a pericardial drain and removed this lead. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was admitted to the health care facility with a cardiac tamponade due to a pericardial effusion caused by a perforation from this right ventricular (rv) lead confirmed during echography and x-ray examination. The physician performed a pericardial drain and removed this lead. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.